Event description:
A physician reports that a pt underwent cataract surgery with implantation of the crystalens. Postoperatively, the pt complained of cloudiness and the lens was exchanged for a 17.75 d crystalens. Add'l info has been requested from the physician. This MDR is being submitted on the basis of lack of info regarding the cause of the event.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings.